Manufacturer narrative:
Following a completed system 1e processing cycle an employee removed the processing tray and placed it on a nearby cart with the s40 sterilant container and instrument still present. Another employee entered the room to retrieve the instrument and observed fluid in the tray. The employee proceeded to tip the processing tray into the sink to remove the liquid. During this sequence the employee stated he was "splashed" with a very strong smelling liquid. The employee went to the ER department; no additional information was disclosed by the user facility. A steris service technician arrived onsite to inspect the system 1e. The technician reviewed the cycle printout in which the tray was present and did not identify any issues. An employee showed the steris service technician the processing tray and observed the s40 sterilant container still present in the tray. The acid capsule still contained a small amount of clear fluid; no buffer powders were present in the s40 container or tray. The technician thoroughly flushed out the s40 container, tray and endoscope. The endoscope was reprocessed before use. The technician inspected the system 1e tray and aspirator assembly, tubing, ss elbow which were found to have no issues. The technician replaced two hose washers on the uv light assembly due to a minor leak. The technician ran a test cycle and confirmed the processor to be operating properly. The operator manual states (pp. 7-13), "warning-always verify that the sterilant container is empty at the completion of the cycle." The operator manual states (pp. 7-14), "remove processed items- processing tray/container: follow departmental procedures for removal and transportation to the sterile field for immediate use." A steris account manager is scheduled to perform in-service training on the proper use and operation of the system 1e.

Event description:
The user facility reported that water was leaking from their system 1e processor. The user facility also reported that an employee made contact with liquid from the processing tray.